Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system error logs were evaluated and associated components were ordered for replacement. No conclusion can be drawn as conclusive repair info is unavailable and no further additional service info was provided.